Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 300 mg/dl and insulin injections were used to address the high bg level. The customer changed the cartridge and the occlusion was resolved. The customer also changed the infusion tubing and infusion site. As the alarm had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check with the pump to determine a possible cause of the alarm.